Event description:
It was reported that when a device was used during an laparoscopic-laparotomy procedure, the device would not fire. The pt had to be converted to an open procedure. There were no other consequences to the pt.